Manufacturer narrative:
Although it was determined that a missing seal in the sample probe can lead to imprecision of the sample pipetting creating creatinine results that are too low, it could not be determined with certainty that this was the root cause of the event. No additional information will be provided by the customer for further investigation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a discrepant result for one patient sample tested for creatinine plus (creatinine). The sample initially recovered 0.95 mg/dl and was reported outside of the laboratory. The sample was repeated and it resulted as 1.25 mg/dl. The customer considered the repeat result to be the correct result and a corrected report was issued. The patient was not adversely affected by the event. The creatinine reagent lot number and expiration date was not provided by the customer. The customer declined a service visit because they believed the issue may have been due to fibrin or a clot in the sample probe. The customer changed the probe and noted that the probe seal was missing from the original probe. The customer did not know when this occurred. The customer believed the issue to be resolved by changing the sample probe and installing a probe seal.